Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that something was wrong with the pump. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for additional information. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.